Event description:
The clinician successfully implanted a gore excluder bifurcated trunk ipsilateral device. In preparation of the contralateral leg deployment, the clinician was unsuccessful in advancing the guidewire though the contralateral gate. The clinician decided to convert the patient to an open repair wheras the device was removed and the aneurysm was repaired using a "bifurcated 20" vascular graft. The patient's condition was stable following the procedure.